Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation revealed an elective replacement indicator (eri) alert on their pacemaker (pm); the physician believed that overestimation of battery longevity occurred. The physician elected to explant and replace the pm. There were no patient consequences.